Event description:
On (B)(6) 2023, patient death was reported from italy, cause of death was provided as intestinal perforation. The patient's death was reported by a relative and was confirmed by the physician. The percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube was placed on (B)(6) 2021. After multiple query attempts regarding device related allegations, malfunctions, and complications , no additional information was provided. The patient's medical history was not available. It is unknown if an autopsy was performed. Therefore, abbvie has conservatively chosen to report this event.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Gastro intestinal perforation is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.